Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0g987, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she "was getting 99 percent symptom relief but since (B)(6) 2015 and the falls she has had incontinence issues. The patient stated that fall occurred several months ago and could not give that exact date. The patient had been trying to get MRI scheduled since (B)(6). It was noted that for past 2 months patient has had a problem eating more than a couple bites of food. The patient stated the MRI was for their head and cervical spine. The patient stated it was for concussions that she had and from falling, hitting her head and "there was cracking and popping in their neck and cervical column". The patient also mentions that there was no suspected problem with manufacturer device /therapy. The indications for use for this patient gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she hit head twice on the counter and had two concussions in (B)(6) 2015. The patient had x rays of the device to see if it was still implanted correctly. The results of these x rays were not reported. The doctor was going to schedule and MRI to try and figure out what was going on. The patient had loss of peripheral vision on the left side and was totally incontinent since june. It was noted, the patient got botox injections for migraines. The fall was related to the patient's asthma. Her throat hurt so she was not eating and thus fell before she got to the table. The patient also had a fall at the (B)(4) store when she was reaching up to get a combo pack of knives./ forks/ and spoons. Her foot got caught in some pepsi racks and the patient twisted to the left and the right and then fell to the left and then the right. She basically hit all four sides of her body. She hit her left knee and it was bruised. She hit her right face ad her right gluteal where the implantable neurostimulator was implanted. She was laying there soaking wet in urine. She could not see anything peripherally on the left side after this fall and her leg was numb and the patient also reported shaking and shock. It was noted that the patient was coughing up blood and had asthma problems from the humidity. The patient was implanted for gastrointestinal/ pelvic floor issues.